Event description:
It was reported that the device is not performing, blade is bouncing around. It was noticed that the blade was bouncing vertically up and down. They did have a case where too much bone was removed. The procedure was completed using a back-up equipment. No impact to the patient, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the device is not performing, blade is bouncing around. It was noticed that the blade was bouncing vertically up and down. They did have a case where too much bone was removed. The procedure was completed using a back-up equipment. No impact to the patient, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Manufacturer narrative:
The drill was repaired and returned to the customer after passing final inspection.